Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it being unable to maintain peep (positive-end expiratory pressure), delivering low vte (exhaled tidal volume) and low inspiratory pressure were all confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive-end expiratory pressure) and that its inspiratory pressure and exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.